Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss for an unknown amount of time occurred. Data was evaluated and the allegation was confirmed as a signal loss over 1 hour. The probable cause was determined to be a connection issue between the transmitter and the application. The reported event of a signal loss for an unknown amount of time is reportable based on the finding of a signal loss over 1 hour. No injury or medical intervention was reported.